Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. Device evaluation: the replaced segment of the percutaneous lead (driveline) was returned for evaluation. The evaluation of the returned driveline segment confirmed wire damage that would have contributed to the reported pump stoppage and speed drops which were also observed in the submitted system controller log file. Approximately 17 inches of the replaced portion of the driveline was returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the clam shell and rescue tape, superficial tears were noted adjacent to and approximately 2.5 inches from the metal connector. Metal braided shield disruption was noted approximately 2.5 inches from the metal connector after removing the silicone jacket. Visual examination of the driveline revealed partially fractured brown wire adjacent to the nipple housing of the metal connector. The observed wire damage appeared to be the result of repetitive flexing and abrasion against the braided shield. The remainder of the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the brown wire made contact with the braided shield, the resulting electrical short would have resulted in the speed drops and pump stoppage that were observed in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017, during a routine clinic visit, the vad coordinator observed a tear in the patient¿s driveline and at connection to system controller. Rescue tape was applied to the damaged areas. A clamshell repair was to be scheduled for a later date. There were no alarms reported and the patient was asymptomatic. On (B)(6) 2018, a clamshell repair was performed; however, post repair, a pump stoppage occurred when the patient¿s vad system was connected to a power module using a normal patient cable. The patient experienced unspecified symptoms at the time of the event. The patient¿s system was immediately connected to battery power and subsequently connected using an ungrounded patient cable. Log file analysis completed by the manufacturer¿s technical services representative showed 3 pump stoppages and 20 low speed operations that only appear to have occurred while the vad was connected to the power module. This type of behavior has been linked to potential issues with the driveline. X-ray images submitted for review were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed less than 2 inches from the exit site. No additional information was provided.